Event description:
A manufacturing representative (rep) reported that a patient's device had been turning off on its own for the last six months prior to the report. The last couple of weeks, prior to the report, the patient has been programmed by the healthcare provider (hcp) and then the implantable neurostimulator (ins) would turn off within 24 hours. The rep met with the patient, the night prior to the report, and gave them a new program and the patient was feeling stimulation in the correct location. They clinician programmer indicated that the patient only used the device 50% of the time since the last clinician programmer interrogation. The patient was programmed at 1.4v or 1.9v. The rep stated that they patient got the battery about a year ago. The original battery, that they had for 4 years prior to the new battery, never had an issue with turning off. There were no error codes reported. There were no environmental issues and it was not related to any positional movement. The patient was not available at the time of the report to troubleshoot. It was noted that the issue was intermittent. It was recommended to check the ins, diary information and journal the on/off incidents. Impedance was checked and all were within normal range. The rep would follow up with the hcp to review their options. The notify date was listed as 2-3 weeks prior to the report date of (B)(6) 2016. When stimulation turns off, the patient experiences a sudden return of symptoms. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported that they still had not determined what was turning the device off. The rep stated that they did troubleshooting with the device and they could not figure it out. The patient decided just to turn the device back on rather than have surgery to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.